Manufacturer narrative:
For probnp, calibation was performed at 10:25 and 10:26 on (B)(6) 2020. Qc was run at approximately 10:31 on (B)(6) 2020 and results were within range. Qc was run at approximately 7:39 on 02-dec-2020 and results were out of range. For troponin t, calibration was performed at 10:29 on (B)(6) 2020. Qc was run at approximately 10:30 on (B)(6) 2020 and results were within range. Qc was run at approximately 7:42 on 02-dec-2020 and results were out of range. The customer had not performed calibration between the qc that was run on (B)(6) 2020 and the qc that was run on 02-dec-2020. The investigation confirmed qc material was pipetted after the calibrators on (B)(6) 2020. The customer could not provide any more data related to the sample results, therefore, the investigation was unable to determine if the qc results generated on (B)(6) 2020 and 02-dec-2020 were calculated with the same calibration curves. The investigation did not identify a software problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of a software issue affecting patient results with a cobas 8000 e 602 module software version 06-06. The customer calibrated probnp, folate and troponin t assays on (B)(6) 2020. Calibration and qc were acceptable. On (B)(6) 2020 the customer ran qc again and the results were outside of the acceptable range. After noticing that qc was out, the customer repeated "lots" of patient samples. The initial patient results had been reported outside of the laboratory and were amended after repeat testing was performed. The customer stated no action had been taken on the instrument between (B)(6) 2020 and (B)(6) 2020. The customer discovered they had mixed the calibrator incorrectly, however, is questioning why qc was within range on (B)(6) 2020 at the time of poor calibration.